Manufacturer narrative:
The subject device was returned to olympus (B)(4). Evaluation of the subject device confirmed the following: omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc assumed that the wires were deformed and damaged by physical stress when the customer was detaching the distal end cover. If additional information becomes available, this report will be supplemented.

Event description:
Some of the wires that composes the forceps elevator wire of the subject device were cut and raised. There was no report of patient injury associated with this event.